Event description:
Pt had an open reduction and internal fixation of right hip. In 2001, pt was walking up stairs and felt a popping sensation. X-rays revealed that the hardware had failed and the fracture had collapsed. The surgeon removed the hardware and converted to a revision stem with bipolar prosthesis. The hip screw had fractured in the mid barrel region.